Manufacturer narrative:
3013756811

Event description:
A customer reported experiencing a continuous glucose monitor error 42. The reported blood glucose level was not provided, but there was no indication of an adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting their pump, after which the error did not reappear, and the customer successfully resumed their sensor session.